Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported six (6) false negative results with a kit-provided direct nasal swab sample on the ID now covid-19 assay. Collection and testing dates/times for the ID now covid-19 testing. Confirmation testing with a nasopharyngeal swab sample (swab type and vtm use not otherwise specified) was positive at a reference laboratory (diagnostic methodology not otherwise specified) on all six (6) samples. Collection and testing dates/times for confirmatory testing was not provided. Additional patient information, including symptoms, treatment, impact and outcome was unknown. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.